Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: imk49jb53 implantable pacing lead - implanted: unknown. (B)(4).

Event description:
It was reported that recently the patient had syncope and was sent to hospital where it was found that the device had long pause of about ten seconds. Physician suspected device or atrial lead problem. The device and atrial lead remain in use. It was also noted that the patient had a dual pacer system implanted, and later had the ventricle lead taken out because of feeling uncomfortable; therefore, the device has been pacing in atrial lead only. No further patient complications have been reported as a result of this event.

Event description:
Follow-up was conducted and from the information obtained it was reported that the long pauses were due to atrial lead dislodgement. The atrial lead was replaced. No patient complications have been reported as a result of this event.